Event description:
A pt reportedly received blisters on her feet while being scanned with the invivo 8ch foot ankle coil. The burns covered an area the size of a quarter on the left foot and a 3" in diameter circle on the right foot. The pt applied antibiotic creams; kept gauze over the blisters; and applied ice to relieve the pain. The pt was seen by her physician following the incident. No further info received regarding any follow up treatment needed. Total time pt in scanner: 1 hr approx. # of series scanned: 13 sequences all together for both exams. L-ankle had 6 sequences; r-forefoot had 7 sequences. Total scan time: 47 mins and 38 sec; l-ankle was 20 mins 7 seconds; r-forefoot was 27 min and 31 sec. Appropriate padding was done and there was not any apparent looping involved.

Manufacturer narrative:
Gehc local field engineer was dispatched to the customer site to evaluate the device involved in the incident. Functional tests performed on the system included: environmental (including cooling equipment, pt air cooling plus the mr scanner error log): verified the gehc supplied equipment was functioning while the pt was scanned. Verified the scanner did not experience a system level error during the pt scan. Surface coils/accessories: (surface coil/ECG checks): verified the surface coil, the connectivity for damage as well and to check the scanner error log. Verified the ECG functionality. System/image quality (system level testing to check for system failures): verified the images were free of irregularities. Verified overall system stability, system signal-to-noise ration were within specification. Verified the rf power output, quadrature checks and power monitoring functionality were within expected performance limits. Pt monitoring: (pt alarm & rf safety monitor checks): verified pt alarm system functions to specification. Verified pt intercom functioned properly. No issues were detected when the tests described above were performed. Hence we conclude the system is performing to specifications.